Event description:
It was reported that an ilet user experienced loss of g7 cgm signal to the pump while the dexcom g7 sensor remained paired to the dexcom mobile application, and the pump displayed ¿pairing with sensor.¿ symptoms included no reported alerts or alarms from the sensor and no adverse clinical effects. Outcomes included no injury, no emergency care, and no hospitalization. Investigation included technical support troubleshooting and user education, during which the user was guided to toggle the pump cgm setting between g7 and g6, re-enter the sensor pairing code, and place the pump into pairing mode; the user was advised of the normal sensor pairing period. Investigation of this case revealed that the system behavior was consistent with initial or disrupted pairing between the ilet and the g7 sensor, and function was restored through reconfiguration and re-pairing actions. It was concluded, based on previously established findings for similar reports, that the cause was use-related setup or pairing inconsistency resolved through standard troubleshooting.